Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF DEATH EVENTS BEING SUMMARIZED: 34.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC FROM THE SOCIETY FOR VASCULAR SURGERY - PATIENT SAFETY ORGANIZATION TEVAR DISSECTION SURVEILLANCE INITIATIVE. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY (B)(4) AND IS LIMITED AND DE-IDENTIFIED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;146696,,SI,2014,Valiant,VAMF3434C200TU,C76126;158807,,SI,2014,Valiant,VAMC3030C100TU,C76126;160010,,SI,2015,Valiant,VAMF3030C100TU; VAMC3232C150TU; VAMC3636C150TU,C76126;164546,,SI,2014,Valiant,VAMF4040C150TU,C76126;178851,,SI,2014,Valiant,VAMF4242C150TU,C76126;179240,,SI,2014,Valiant,VAMC3232C150TU; VAMF3232C200TU,C76126;183872,,SI,2014,Valiant,VAMF3030C150TU,C76126;189278,,SI,2014,Valiant,VAMF3434C200TU; VAMF3434C150TU,C76126;191136,,SI,2014,Valiant,VAMC4242C200TU; VAMC4242C150TU; VAMC4646C150TU,C76126;191914,,SI,2014,Valiant,VAMF3636C100TU,C76126;192950,,SI,2014,Valiant,VAMF3434C200TU; VAMF3838C150TU,C76126;194009,,SI,2013,Valiant,VAMF3434C200TU; VAMC3434C150TU,C76126;194579,,SI,2014,Valiant,VAMF3636C150TU; VAMC3632C150TU,C76126;194619,,SI,2014,Valiant,VAMF4036C150TU; VAMF3632C150TU; VAMF3228C150TU,C76126;196617,,SI,2014,Valiant,VAMC3232C100TU; VAMF3834C150TU; VAMF4040C200TU,C76126;199878,,SI,2015,Valiant,VAMF3434C150TU; VAMF3632C150TU,C76126;199908,,SI,2014,Valiant,VAMC2424C150TU; VAMF4242C200TU,C76126;204836,,SI,2014,Valiant,VAMC3636C150TU; VAMF4040C150TU,C76126;212100,,SI,2015,Valiant,VAMF3636C200TU; VAMF3632C150TU,C76126;214935,,SI,2015,Valiant,VAMF3636C150TU; VAMC4036C150TU; VAMC3636C100TU,C76126;217344,,SI,2015,Valiant,VAMF3636C200TU; VAMF3636C200TU,C76126;232485,,SI,2015,Valiant,VAMF3838C200TU; VAMC4040C200TU,C76126;232899,,SI,2014,Valiant,VAMF3838C200TU; VAMC4040C200TU,C76126;237714,,SI,2015,Valiant,VAMF4646C200TU; VAMC4642C150TU; VAMC4440C150TU,C76126;240646,,SI,2013,Valiant,VAMF4646C200TU,C76126;254843,,SI,2015,Valiant,VAMF3030C150TU; VAMF3228C150TU; VAMF3026C150TU,C76126;259163,,SI,2015,Valiant,VAMC2622C150TU; VAMC2824C150TU,C76126;260450,,SI,2015,Valiant,VAMF3434C200TU; VAMC3434C150TU,C76126;264206,,SI,2015,Valiant,VAMF3232C150TU,C76126;265215,,SI,2015,Valiant,VAMF3636C150TU; VAMC3838C150TU,C76126;269193,,SI,2015,Valiant,VAMF3232C200TU; VAMC3232C150TU,C76126;276776,,SI,2015,Valiant,VAMC3228C150TU; VAMC3232C150TU; VAMF3838C200TU; VAMC3838C150TU,C76126;279977,,SI,2015,Valiant,VAMF3636C200TU; VAMC3838C150TU,C76126;179023,,SI,2014,Valiant,VAMF3838C200TU,C76126